Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medical grade power supply (mgps) involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. A visual inspection was performed and found the fan was dusty. The mgps was installed into a printed circuit assembly system and it failed to power on the ssc. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the surgeon side console (ssc) would not power on but the vision side cart (vsc) and patient side cart (psc) both had power. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted multiple troubleshooting steps including having the customer verify the ssc circuit breaker was on in the on position, check the power cord, and try different power outlets but the issue persisted. At that time, the customer stated that another ssc from another system was being brought it. When the second ssc was plugged in, it also did not have power. The customer then brought in a second vsc and relocated the ssc to a known good outlet and powered on. The customer was able to complete the procedure after brining in another ssc and vsc. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the medical grade power supply (mgps).